Event description:
A report was received that the patient was experiencing swelling and discomfort at the ipg site. It was determined that the ipg was in an angle which also makes it difficult for the patient to charge. The patient underwent a revision procedure wherein the pocket was revised. The patient was able to charge and doing well postoperatively.